Event description:
A report was received that the patient had difficulty charging ipg. The patient will undergo revision procedure wherein ipg will be replaced with a new one.

Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement procedure. Device malfunction was unknown. The patient was doing well post operatively.

Event description:
A report was received that the patient had difficulty charging ipg. The patient will undergo revision procedure wherein ipg will be replaced with a new one.

Event description:
A report was received that the patient had difficulty charging ipg. The patient will undergo revision procedure wherein ipg will be replaced with a new one.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached 50ma, which is the maximum, and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate of 12mv per day, which is within the expected range. Device exhibits normal charging and discharging characteristics. The complaint of telemetry anomaly was not confirmed. Device was charged, then tested with multiple remote controls and was able to perform all telemetry functions. Device exhibits normal telemetry functions.